Event description:
It was reported to st jude medical that noise sensing in the ventricle was observed on the electrograms. Several attempts to identify the cause of the ventricular over-sensing were unsuccessful. Inappropriate shocks were delivered on sustained episodes of noise sensing. The physician therefore elected to replace the lead. After the lead was explanted, a dark mark was observed on one of the conduction wires.